Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -10.5/3.5/105 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. Excessive vault and refractive surprise were observed. The problem is not resolved.

Manufacturer narrative:
Corrected data: h6- health effect - clinical code: "2137" should be added. B5- the reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -10.5/+3.5/105 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2023. The patient experienced excessive vault and refractive surprise. The lens remains implanted and the problem was not resolved. Reportedly "this lens will stay in the eye and will be monitored". Claim# (B)(4).